Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with a monarc sling system on (B)(6) 2008. The pt experienced pain and suffering, disability, and impairment.